Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect(s) of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior coronary artery that was mildly tortuous, mildly calcified and 90% stenosed. After deployment of the xience prime 3 x 23 mm stent, a dissection was observed at the proximal end. A xience prime 3 x 8 mm stent was used as treatment. There was no clinically significant delay. No additional information was provided.